Event description:
Miller/galante unicompartmental knee system was implanted in 1999. After about one year symptoms appeared and the knee was examined by arthroscopy in 2000. A piece of the tibial articular surface was found and extracted. The patient was operated on 10 days later and the tibial articular surface was removed. The piece of the tibial articular surface was returned to zimmer for examination. The device was retained by the patient.